Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result for n1 was obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about false positive with bd max cov kit. According to the customer's report, false positive for n1 occurred.

Event description:
It was reported while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result for n1 was obtained. There was no report of confirmatory testing or patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about false positive with bd max cov kit. According to the customer's report, false positive for n1 occurred.

Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 0274412. Medical device expiration date: 5/21/2021. Device manufacture date: 9/30/2020. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0274412 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a discrepant result when using the bd max sars-cov-2 reagents lot 0274412. The sample gave a positive result for n1 only and when retested, it gave a negative result. Customer provided pdf files from runs 304 and 306, performed on instrument ct2086 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted across positive sample on run #304 and on re-test sample on run #306. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. The pdf of run 304 shows that 6 samples were tested with the bd sars cov-2 reagents kit lot 0274412. Only one sample, in position b1, gave a positive result, with a CT of 32.7 for the n1 target, whereas the result was negative for the n2 target. Pcr curves for that sample show a true but late amplification of the n1 target and no amplification of the n2 target. Curve for the rnasep target shows no anomaly. Based on the curves from the pdf report, no anomaly was observed. However, since only the pdf report was provided, the analysis was limited. The pdf of run 306 shows that the same sample was retested with the same kit lot. The sample, analyzed in a10, gave a negative result for both n1 and n2 targets. The curves obtained show no amplification of the n1 and n2 target and expected amplification of the rnasep target, without anomaly. Package insert states that amplification of either one, or both, targets is considered as a positive result. Such results can occur when viral titers in a sample are at the assay limit of detection (lod) and could explain why a negative result was obtained when the sample was retested. Indeed, results can vary between tests when samples are near the assay lod. Bd was unable to confirm the exact cause of the customer¿s positive results, but overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0274412. The root cause was not identified but positives samples at the limit of detection of the assay is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.